Event description:
Cardiac monitor. The patient's monitor showed the patient was 100% paced. Then the monitor started showing 7-8 second pauses. The nurse then obtained a 12-lead EKG and discovered the patient was not having pauses. The equipment was showing a faulty reading. When the box and wires were switched the monitor read correctly. The cardiac monitor was checked following this event by the facility's biomedical engineering department who then elected to send the device back to the manufacturer.